Event description:
The pt was taking an unspecified medication via a humapen ergo teal/clear pen body (lot 40237) for an unk indication. It was unk who operated the device or if it was unk who operated the device or if the operater of the device was trained. It was reported that the injection screw did not work. The device was returned to the company. Initial analysis by pds found: two broken engagement tabs. The product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. The device is being forwarded for an engineering investigation for additional evaluation.